Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The returned meter was clearly melted and showed evidence of damage due to a burn. The meter was not in a functional state. Therefore, the customer service mode could not be accessed. The back of the meter was melted into the wallet and when pulled off, the label was completely destroyed, so no information could be gathered regarding the meter. Upon examining the charred remains of the meter, it was clear that the batteries were still intact as the outer plastic shell of the meter melted and adhered around the batteries. The front of the meter showed some exposed electrical components that did not show as much char and damage as other sections of the meter. Based on these observations, it is unlikely that the source of the fire was the batteries or any internal component. Based on the state of the outer plastic shell and the accessories the meter came with, it is evident that the fire came from an external source. The meter will be sent back to the supplier (phc) for further investigation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. As the device was damaged, the meter information could not be obtained from the customer. Therefore, no information was captured in section d4 (model # and serial #), and device manufacture date (h4) could not be determined.

Event description:
An advocate from australia called on behalf of the customer to report that the caretaker arrived while the customer was asleep and found that the contour next one meter on the kitchen bench had caught fire and was in flames. The customer did not hear any explosion while asleep. The caretaker extinguished the flames with a towel to stop the fire. The advocate did not know how old the meter was or how long ago the battery was changed or where the batteries were purchased from. There was no allegation of an adverse event or damage to property. The advocate was advised to return the meter for evaluation. The customer received a replacement meter from the local pharmacy.

Manufacturer narrative:
Based on the investigation performed by phc (meter supplier), there was no evidence that the battery was the source of heat generation. It was found that a flame or other heat source was applied to the meter from the outside. There were marks where a flame or other heat source was applied from the outside of the meter to the inside of the meter. Additionally, since the button batteries are presumed to be a component with the potential to cause burnout, past experimental results were reviewed to see if a short circuit between the positive and negative electrodes of a button battery would result in burnout. The conclusion was that even if the electrodes were short circuited, the temperature rise would be about 7 degree celsius and would not be a cause of the meter burnout. The cause of the issue was related to be a burnout caused by an external heat source such as a flame being applied to the meter.